Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the information of the olympus (B)(4) (oekg), there was the possibility that the reported phenomenon might have occurred due to the failure of the electrical circuit board inside the subject device due to the aging deterioration, because approximately seven years and three months had passed from the subject device had been manufactured and that there was no repair history for replacement. But the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the standard colonoscopy, the error b30 and e216 which indicated that there was the communication problem between the endoscope and video processor was displayed. Because the endoscopic image was not displayed the user could not perform the procedure. Therefore the patient was transferred to another clinic. This clinic was 100 meters far from the user's clinic, so the procedure took about 2 hours. The procedure was finished in another device. In the opinion of the user, this process was unsafe and uncomfortable for the patient. The user facility did not provide other detailed information.